Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the alarm-3l (missing high or low glucose ) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm-3l (missing high or low glucose ) cases in april 2020, this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-3l (missing high or low glucose )have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not trigger with the freestyle libre 2 sensor. The customer was unawareness he was hypoglycemic, and subsequently lost consciousness. Paramedics were called, a capillary result of 1.3 mmol/l obtained, and the customer taken to a hospital where he received treatment of glucose via IV and food to eat. A post-treatment blood glucose of 11 mmol/l was reported. There was no report of death or permanent injury associated with this event.